Event description:
During an atrial fibrillation procedure following an ice-guided transseptal puncture, the physician introduced lasso catheter through a preface sheath into the patient. Afterwards the physician tried to push through the septum next to the preface sheath with a steerable sheath in order to bring catheter to the left side. Ice was used to find the right position of the sheath. By that time a thrombus was noted on the lasso catheter in the left atrium. The physician pushed the ablation catheter through the septum and positioned it in the left atrium, then 10'000 units of liquemin (anticoagulant) was injected into the patient. The a-fib procedure was performed. An anesthesiologist tested the patient for neurological status and was found negative approximately 30min before the catheters were withdrawn. About 15min later the patient was tested for neurological status and the result was found to be notable. The patient vomited and also showed signs of paralysis on the right lower arm/hand. Emergency CT scan was performed. Patient stroke was diagnosed. The symptoms were temporary (regressive). The patient was brought to emergency department for monitoring. Patient outcome from the adverse event had improved; the prognosis was unknown as of yet. The causality of adverse event was stated to be possibly procedure related. At the time the complaint was reported, the patient was still in hospital in stable condition.

Manufacturer narrative:
On (B)(6), 2012 additional information was provided regarding the patient's updated health status. The patient had been released from the hospital to a neurological rehabilitation on (B)(4), 2012. The patient's paralysis was only transient. In the discharge report it was stated that patient had fine motor skills disorder in the hand and problems to find the words but was making fast progress; patient was sent to neurological rehabilitation. Other additional information obtained on (B)(4), 2012 stated that the thrombus was noted prior to the ablation. The catheter that was in the patient when the thrombus was noted was the lasso catheter. (B)(4).

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: acunav 8f-90 catheter, model #: m-5723-09, lot #.: unknown; mobicath bi-directional guiding sheath, small curve, model #: d-1400-10, lot #.: unknown. (B)(4).